Event description:
Patient found unresponsive. Patient's pulse oximeter connected to alarm system, no audible internal/ external alarm heard, only red lights across the screen. Pulse ox probe was connected to cable and there was still no alarm. Pulse oximeter placed in cco's office locked and tagged.